Manufacturer narrative:
Event occurred on an unknown date in 2016. Lot gd901918 was manufactured between the dates of 06/01/2016 and 06/19/2016. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap did not have enough iodine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.